Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Possible cause of the balloon burst could be a weak area in the silicone material of the balloon. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient lost her catheter because the balloon burst. A new catheter was placed without difficulty, there was no pain for the patient and the patient had a good general state of health.